Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was registering incorrect interactions. Customer's blood glucose was 386 mg/dl. During troubleshooting with (B)(4) technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.